Event description:
It was reported that rack pushrod on pump was damaged, with patient noting that pushrod seal was loose and surrounding gasket appeared melted or degraded. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump in storage mode and return it using prepaid label, and was informed that replacement pump would be provided and would require re-programming of pump settings and reconnection of continuous glucose monitor.